Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 38 mg/dl and 123 mg/dl within 10 minutes on the compact system. No symptoms reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been noticing the discrepant results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20659941, expiration date 08/31/2008.